Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors and found all three needles separated from sensor base. Unable to confirm insertion anomaly due to customer return sensor opened/used.

Event description:
Customer reported via phone call to have issues inserting sensors. Customer had already wasted three sensors. Customer's blood glucose was unknown. After troubleshooting, customer was advised the sensors will be replaced. Customer agreed to return sensors for analysis.